Event description:
Pt underwent face lift procedure and developed infection post operatively. Debridement by surgeon, reportedly found small fragments of product in the wound. Pt received po antibiotic therapy. No permanent injury or scarring resulted.